Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg became inoperable as it reached end of life. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent surgical intervention to explant and replace the ins. Postoperatively, effective therapy was restored.